Event description:
It was reported to boston scientific corporation on august 8, 2006 that a prefyx pps system was used during a urinary retention procedure performed approx seven months prior (patient gender, age and weight are unknown). According to the complainant, patient was unable to urinate post index treatment procedure. A foley catheter was inserted. There were no patient complications reported as a result of this event. The event was resolved with sequelae two days later.

Manufacturer narrative:
Therapy/non-surgical treatment, additional. Other (for use when an appropriate device code cannot be identified) according to the complainant, the suspect device is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined. The device history record for this lot was reviewed; no anomalies were noted.